Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with fortum injection (500mg, intraperitoneal, duration and frequency not reported), gentamycin injection (40mg each bag, intraperitoneal, duration and frequency not reported) and heparin injection (1000u, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.